Event description:
This spontaneous report was received from a physician and concerns a (B)(6) year old pt who was treated with radiesse into the nose area for aesthetic purpose on (B)(6) 2014. Immediately after the treatment, the pt experienced left eye pain. The pt was admitted to the hospital on the same day. In hospital, the pt received "first aid" in form of steroid treatment. As reported, on (B)(6) 2014, eyesight of the left eye was 0.5. On (B)(6) 2014, the pt could not see very well, clarified as "very poor vision". The pt could not open the eyes due to swelling of the eyelids, and the pupil of the left eye did not move. The reporter informed that there was no damage to the retina. As of (B)(6) 2014, the pt's poor vision had improved slightly and the pt could see the objects placed in front of the eye, but could not see the objects that were placed distantly. It was concluded that the pt did not loose eyesight, but it was likely that the poor vision was a permanent injury. A fundus exam was performed and it was concluded that there was no damage to the retina, but the optic nerve was injured and because of that the pt was suffering from poor vision.

Manufacturer narrative:
(B)(4). The pt also had occlusion of a blood vessel. The pupil of the left eye still did not move at the time of this report. Reportedly, the pt also developed "not severe" necrosis. Initially there was concern of the necrosis getting worse. As of (B)(6) 2014, the necrosis and swelling were getting better, except the pt's face "had blue color". The pt's "skin condition" was not considered permanent. Follow-up info was received on (B)(6) 2014: the pt was discharged from the hospital on (B)(6) 2014. Upon outpatient visit on (B)(6) 2014, the pt's eyesight had improved. Reportedly, it was about "0.2-0.3". The pupil of the left eye still did not move. As a result of high-pressure oxygen treatment, the necrosis had not developed further and the face skin condition was expected to get better. However, the upper eyelid was "still sank". It was planned that the pt would visit the hospital again around on (B)(6) 2014. No further info has been received.